Event description:
It was reported that the ventilator during preventative maintenance (pm) the machine and proximal pressure readings were out of specification (-29.67 centimeters of water-cmh2o). There was no patient involvement. The customer troubleshot with technical support. The customer was instructed to run the unit in ventilation mode to auto zero the readings. The customer then went back into the pneumatics screen the machine and proximal pressure readings were within specification. The customer advised that while in ventilation mode the auto zero pressure was within specification, and the issue was addressed.

Manufacturer narrative:
H11: after further evaluation it was confirmed that this case was reported in error. The biomed customer was performing preventative maintenance and it was confirmed he was not performing the performance verification testing correctly. The remote service engineer instructed the biomed customer to run the unit in ventilation mode to auto zero the reading. The machine and proximal pressure readings are within specs. This reported issue is traced to user error.